Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing did not reveal any evidence of an air in line alarm. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The reported condition was not verified. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump presented the air in line alarm. This occurred before patient use. No additional information is available.